Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the metal fatigue failure due to the repeatedly stress when using the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure with the subject device at the user facility, it was found that the forceps elevator wire of the subject device was frayed and sharp. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.